Event description:
The manufacturer was contacted in reference to a malfunction of an everflo oxygen concentrator. The manufacturer received information regarding faulty molecular sieves and the concentration at an open flow rate of 5 is only at 86%. There is no indication of harm, serious injury, or death. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.